Event description:
Pathology has been received which confirmed the markers of cd30+ and alk-. Affected side is right. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d6a, d6b, h6, h7, h9.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, deformity, "mild seroma," and "anaplastic lymphoma associated with breast prosthesis." Date of alcl diagnosis was not provided.

Event description:
Physician reported via regulatory agency: "patient went to doctor because of pain and deformation. CT scan shows light seroma and negative cytology. Samples were sent for pathologic anatomy analysis with results of anaplastic lymphoma linked to breast implant. Pathological markers have not been provided. This record is for an unknown side. Device status is unknown.